Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing; after disassembling the device to determine root cause, the report was no longer seen. Review of the log file does confirm the customer's reported error message. However, without receipt of the device we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing,the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.